Manufacturer narrative:
The complaint device was received and evaluated. Could not duplicate customer's complaint of electrode got hot and there was charring on it. Unit was evaluated, many attempts of testing and diagnostics were made, no problems were found, unit passed all testing. Minor scratches on unit fascia and base plate; no repairs needed. Missing 3 mounting feet; so they were replaced. Performed service bulletins (B)(4). There was no damage to the generator contrary to what was reported. The generator could be ruled out as a root cause for this reported failure. At this point in time, no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the customer that the electrode got hot and there was charring on it. No consequence to the user or patient. The case was completed with a second generator. Device will be returned and replaced. The following additional information was received by mitek complaints on 5-9-14; the customer reported that the vapr handpiece became hot during a shoulder repair. The surgeon completed the procedure with another like device and new generator. The customer confirmed they were using a reprocessed electrode. The customer could not provide how many times the handpiece had been used but reported it under a year old. Customer's biomedical department upon opening the generator smelt smoke and noticed it was fried from within and charred inside. The customer reported no patient consequences or delay. The devices are being returned for evaluation. See associated medwatch # 1221934-2014-00217.

Event description:
It was reported by the customer that the electrode got hot and there was charring on it. No consequence to the user or patient. The case was completed with a second generator. Device will be returned and replaced. The following additional information was received by mitek complaints on (B)(4) 2014; the customer reported that the vapr handpiece became hot during a shoulder repair. The surgeon completed the procedure with another like device and new generator. The customer confirmed they were using a reprocessed electrode. The customer could not provide how many times the handpiece had been used but reported it under a year old. Customer&apos;s biomedical department upon opening the generator smelt smoke and noticed it was fried from within and charred inside. The customer reported no patient consequences or delay. The devices are being returned for evaluation. See associated medwatch # 1221934-2014-00217.

Manufacturer narrative:
Attempts have been made to retrieve additional information about the event and device. The additional information will reportedly be forwarded to depuy mitek however it is not known if it will be received within the 30 day reporting requirement, therefore depuy mitek would like to file this initial medwatch report at this time. When and if additional information is received it will be reflected in a follow-up medwatch report.